Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilisation. In 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: more than one essure related surgery performed. Date of other essure related surgery: (B)(6) 2019. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain female") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pelvic adhesions, endometrial ablation, uterine fibroid, back pain, pelvic pain, abnormal uterine bleeding and menses irregular. In 2013, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), back pain ("back pain"), menstruation irregular ("irregular menses") and abnormal uterine bleeding ("abnormal uterine bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy,bilateral salpingectomy lysis of adhesions of left omentum to the r). At the time of the report, none of the outcomes for these events were known. The reporter considered abnormal uterine bleeding, back pain, menstruation irregular and pelvic pain to be related to essure administration. The reporter commented: more than one essure related surgery performed. Date of other essure related surgery: (B)(6) 2019. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 19-may-2022: event added. Event medical device removal is replaced by pelvic pain female. Events back pain , irregular menses, abnormal uterine bleeding added. Concomitant conditions, reporter & patient information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted for female sterilisation. In 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: more than one essure related surgery performed. Date of other essure related surgery: (B)(6) 2019 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-mar-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.